Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting, customer support found that the pump basal history no basal records appearing on (B)(6) 2014. The patient has lost confidence in the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/22/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: pump history shows basal program no.1 was activated. Basal program no.1 contains 2 programmed basal rates: 00:00->1.500u/hr and 06:00->2.000u/hr. The black box shows a manual date change from 12/28/2014 08:08 to 12/29/2014 08:07..#2. The basal history only records each programmed basal rate change and the next change in the set basal program did not occur until 12/30/2014 00:02 which is accurately reflected in the basal history. No defect found with returned pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.